Manufacturer narrative:
Per good faith effort (gfe) response received 01may2026, the customer performed a touchscreen calibration to resolve the reported issue. The customer performed and completed a touchscreen calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn off. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not turn off. The customer stated they had attempted to turn the unit off by pressing the power switch button and the red power off banner was displayed on the light crystal display (lcd) but the unit did not respond. The customer was not with the unit at the time of report with the remote service engineer (rse). The rse advised the customer to hit the accept button to see if the unit would turn off when powering off the unit and the red power off banner is at the bottom of the lcd. The rse stated that if the unit powered off through the advised method, then it would be a touchscreen issue. The customer then stated they will swap the display with another unit for troubleshooting and call back if needed. This investigation is ongoing.